Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented after receiving a patient notifier for a left ventricular lead impedance of less than 186 ohms in bipolar. Impedance in clinic was stable between 660 and 695 ohms. The lead would be monitored.